Event description:
Doctor reported events of band slippage, erosion, pain, nausea, and "acid reflux" from online newspaper article: "medical complaint is catalogue of horrors", www.courthousenews.com/2011/07/06/37903.htm.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, erosion, pain, nausea, and reflux are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, pain, nausea, and reflux as follows: "band slippage and/or pouch dilatation can occur." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of erosion as follows: "there is a risk of band erosion in stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required."